Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were attached to the needles when the plunger was pulled removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 5fr sheath, after a heart catheterization intervention procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. A second proglide device was placed; however, when removing the device the footplate could not be closed and the device could not be removed. The device was turned and pulled out of the artery causing vessel damage. A stent was placed to repair the vessel damage. Manual arterial compression was applied to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.